Event description:
It was reported that during the implant attempt the helix on the right ventricular (rv) lead would not extend inside or outside of the body. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).